Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services (ts) explained the cause for the tones and referred the patient to their health care professional (hcp). Additionally, it was noted that this device exhibited a premature battery error message. As a result of the premature battery depletion. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services (ts) explained the cause for the tones and referred the patient to their health care professional (hcp). Additionally, it was noted that this device exhibited a premature battery error message. As a result of the premature battery depletion. Device replacement was recommended. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services (ts) explained the cause for the tones and referred the patient to their health care professional (hcp). Additionally, it was noted that this device exhibited a premature battery error message. As a result of the premature battery depletion. Device replacement was recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.